Manufacturer narrative:
Integra has completed their internal investigation on 27jul2016. The investigation activities included: methods: review of device history records. Review of complaint history. Results: the part number and lot number of the explanted universal2 carpal polyethylene implant associated with this complaint was not provided. This prevented integra from performing a device history record review. A query in the electronic database was performed to identify other customer complaints associated with a failed universal2 total wrist implant system that would require revision surgery. The query returned eight other customer complaints associated with a failed universal2 carpal polyethylene implant due to delamination that required revision surgery. The query also found one complaint from a patient who complained of post-operative pain and discomfort, but in which revision surgery had not yet been scheduled. The analysis only involved sales through april 2014, since the sale of the universal2 total wrist system decreased dramatically after the introduction of freedom wrist in june 2014. (B)(4). Conclusion: the explanted carpal polyethylene implant associated with this complaint was not returned to integra for evaluation. Additionally, the complainant did not submit the part numbers or lot numbers of the explanted carpal polyethylene implant, the date of the original surgery or any radiographs. This prevented integra from performing a failure analysis, a device history review and in identifying a likely root cause. Based on the findings of this investigation the possible root cause for this customer complaint was that the carpal polyethylene implant underwent long-term oxidative degeneration resulting in delamination. However, this could not be verified.

Event description:
It was reported malalignment of the device led to revision surgery. "The orthopaedic surgeon carried out a revision of a uni 2 wrist replacement due to malalignment of the radial component. During the surgery the uhmwpe bearing was seen to be worn, including evidence of delamination, and this was also replaced." It was later reported the revision surgery was performed on (B)(6) 2016. The symptoms of the patient due to malalignment of the radial component, which led to revision surgery are described as, "the radial implant was misaligned. The radial stem just below the articular end of the implant was fully radial hard up against the radial styloid. Some extra bone growth had occurred around the radial styloid. The tip in the radial stem was central in the medullary canal but the whole implant was angled radially from the tip of the stem to the radial styloid approximately 10 to 15 degrees from the long axis of the radius. The outcome was good, the surgeon achieved a correctly implanted radial component with good fixation. He replaced the poly component with a +1, the original was a standard sized poly."